Event description:
It was reported by the patient that he heard beeping from his device every morning. Additional information obtained through follow up with the physician's nurse did not have any further information as to the status of the patient. The device is still in use. No patient consequences have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.